Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A device history record review confirmed that there was no abnormality in manufacturing, concession, and variation. Based on the results of the investigation, the iris does not work due to a malfunction of the main board. It is likely to have occurred because more than 11 years have passed since the subject device was delivered and the parts on the board deteriorated over time, causing the failure of the main board. The main board performs control of the iris and it is likely that the iris did not work due to the failure of the board.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the reported malfunction. The lamp malfunction resulted from the lamp not igniting due to user error and incorrect re-processing. The repair center additionally found a flickering image which were a result of worn out pins inside the video cable connection due to wear and tear. The cause of the lamp failure is presumed to be a result of installing a non-olympus branded the lamp. The following is described in the instruction manual: "do not install any lamps other than those designated by olympus. Otherwise, this instrument and ancillary equipment may be damaged, resulting in malfunction or fire. The cause of the flickering image is presumed to be caused by more than 11 years of use; the connector and the pins of the video connector socket was worn away due to repeated use for a long period. The electrical contacts became unstable due to wear of the pins and it is presumed that the image transmission between the endoscope and the video processor was hindered, causing the image flicker. The device was returned to the customer unrepaired upon the customers written request.

Event description:
The customer reported to olympus that the processor light source was not working as intended. The reported problem was found during preparation for use by the customer. There was no patient involvement.